Event description:
The account reported the bed exit alarm sounds no his tester but he does not hear the audible alarm from the bed. No pt injury reported.

Manufacturer narrative:
Three attempts have been made by hill-rom technical support regarding a resolution to this allegation by the account with no response. No further information is available on the repair of the bed at this time. A supplemental report will be sent if this information becomes available.